Manufacturer narrative:
Method: pump history log was reviewed. Results: standard performance tests were completed, which includes accuracy testing. Conclusion: performance tests could not duplicate the unintended bolus. Appears it may have been the device operator that programmed additional bolus doses. Review of the history log shows this pump has not been used since its mfg date in 2006 and has a total volume delivered of 0ml. This pump has never been run. It is likely that this is not the pump used during the reported complaint.

Event description:
Reported by the customer as: anesthesiologist attempted to deliver clin dose, instead elected to give a bolus dose. About 15-20 mins later showed the pump had delivered 3 of the 5 doses. Medical intervention was used. Pt became lethargic and hypotensive with bp going down to 70/40. Received o2 10ml per mask. Pt did not require an extended stay. Pt had successful vaginal delivery, no harm to infant.